Event description:
The initial reporter received questionable alp2 alkaline phosphatase acc. To ifcc gen.2, alt alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation, ast aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation, crep2 creatinine plus ver.2, bilt3 bilirubin total gen.3 and magnesium results for one patient sample tested on the cobas 8000 cobas c 701 module. The initial results were reported outside of the laboratory. The physician¿s office questioned the results and a second sample was obtained from the patient. The second sample produced results that were more consistent with what the patient normally has for all of the assays. The initial sample was run on (B)(6) 2022 and was rerun on (B)(6) 2022. The initial alp result was 63 u/l with a repeat result of 120 u/l. The initial alt result was 6.4 u/l with a repeat result of 27.3 u/l. The initial ast result was 9 u/l with a repeat result of 22 u/l. The initial creatinine result of 5.99 mg/dl with a repeat result of 1.02 mg/dl. The initial total bilirubin result was 0.55 mg/dl with a repeat result of 1.67 mg/dl. The initial magnesium result was 2.81 mg/dl with a repeat result of 1.41 mg/dl. The repeat results were deemed correct. The alp reagent lot number is 62092301 with an expiration date of 31-dec-2022. The alt reagent lot number is 608219. The expiration date was requested but not provided. The ast reagent lot number is 60611701 with an expiration date of 30-apr-2023. The creatinine reagent lot number is 61568201 with an expiration date of 30-nov-2022. The total bilirubin reagent lot number is 56772801 with an expiration date of 28-feb-2023. The magnesium reagent lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The alp calibration performed on (B)(6) 2022 was within specifications. The alt calibration performed on (B)(6) 2022 was within specifications. The ast calibration performed on (B)(6) 2022 was within specifications. The creatinine calibration performed on (B)(6) 2022 was within specifications. The total bilirubin calibration performed on (B)(6) 2022 was within specifications. The qc recoveries for the alp, alt, ast, creatinine, and total bilirubin were within -2sd. There was no indication for a performance issue of reagent or instrument. The magnesium calibration and qc data were requested but not provided. The alarm trace contained "abnormal aspiration (sample probe a/b)", "abnormal aspiration (sample probe)", and "abnormal aspiration" errors. These are indicators of possible poor sample quality. The field service engineer (fes) checked the rinse head nozzles, rinse head fluid levels, vacuum system, gear pump pressure, and the alignments for the sample and reagent probes. He did not find any issues. The customer performed qc with acceptable results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The cause of the event could not be determined.